Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that the subject presented with a loose glenoid component 1 year post-op. At the time of the report an arthroscopy and debridement was planned.